Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert on the ilet but could not locate it in device history, and later experienced a period where glucose rose and then was perceived to have crashed, though available device data showed a nadir of approximately 90 mg/dl without corroborating fingerstick confirmation. Symptoms included concern for possible low blood glucose without documented clinical manifestations. Outcomes included user education and troubleshooting on reviewing alert history and avoiding treatment for suspected lows without confirmation. Investigation included device data review through the provider portal and user coaching. Investigation of this case revealed no confirmed hypoglycemia and no device malfunction identified based on available records. It was concluded that the event was consistent with perceived glucose variability without confirmed low blood glucose and that continued monitoring and adherence to confirmation guidance were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.